Event description:
Unable to remove catheter: resistance met. The catheter was kinked in the right jugular vein distal to the tip of the introducer. The device was removed surgically. Successful removal of catheter via incision. There was difficulty advancing the pulmonary artery catheter. The catheter was in place for less than 24 hours. We have not had other events like this with this device that I am aware.what was the original intended procedure?swan ganz monitoring of patient's pressures.